Event description:
It was reported that the patient had reportedly not been hearing for 2 months. The patient is planned to be explanted on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.